Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for evaluation. Testing found that the hard drive of the computer had 5 remapped sectors. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while in a spinal fusion, the viewing station of the imaging system displayed that there was a connection issue between the imaging system and navigation system. It was reported that due to the reported issue, 3d image acquisitions could not be performed. Opening and closing of the gantry door of the imaging system restored functionality.

Manufacturer narrative:
Additional information: software log review results. Software logs were reviewed and found no issues.